Event description:
It was reported that the patient had a im nail tibia with limb lengthening using t2 tibial nail and monotube. It was further reported that patient presented himself at clinic today on (B)(6) 2024 and allegedly claimed the monotube broke. A new monotube was applied in the clinic on (B)(6) 2024.

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the instrument has visible usage marks. Quality assurance engineering reviewed the received information and noted: product investigation: the screw was tightened too hard so that it seized on the helicoil. This meant that when the screw was unscrewed (loosened), the helicoil was pulled out and destroyed. Conclusion: based on these facts, it can be strongly assumed that in both cases lot y56016 and y15062, excessive force was exerted on the screws, which led to fatigue fracture of the screw and unscrewing of the helicoil. The failure of the component is not due to the manufacture, assembly, or material error, but most likely to the patient and the user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused most likely by to much force. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient had a im nail tibia with limb lengthening using t2 tibial nail and monotube. It was further reported that patient presented himself at clinic today on (B)(6) 2024 and allegedly claimed the monotube broke. A new monotube was applied in the clinic on (B)(6) 2024.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.